Event description:
Tap. It was reported that 137 days after implantation of a 2.75x28 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A "sharp focal," 80% stenotic pre-intervention lesion was reported. It was not reported that the vessel was predilated. A 2.75x28 mm taxus stent was deployed at 12 atm in the region of the lesion. A post-procedure stenosis of 0% was reported. The pt received heparin, integrillin, aspirin, and intra-coronary nitroprusside during the procedure. The procedure was reportedly "successful". No complications were reported. The pt presented 137 days after the initial procedure with 60-70% in-stent restenosis in the mid lad. It was reported that the stent was implanted in a "bend" and the "stent appeared to be both undersized and moderately under expanded." The vessel was predilated with a 2.5x9 mm maverick 2 balloon. Subsquently, a 3.0x32mm taxus stent and a 3.5x16 mm taxus stent was tandemly deployed and overlapped in the mid and proximal lad. A post-procedure residual stenosis of 0% was reported. The pt received heparin and intracoronary nitroglycerin during the procedure. It was reported that "the pt tolerated the procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.